Manufacturer narrative:
The hospital is not releasing the device

Event description:
Allegedly, during a laparoscopic appendectomy, the jaw broke off the instrument into the patient. The doctor immediately retrieved jaw, replaced instrument and completed procedure. There was no report of injury to the patient.